Manufacturer narrative:
The results of the manufacturer's evaluation suggest that this event is patient related.

Event description:
The insert was revised due to pt pain. Revision surgery revealed loosening of the baseplate and wear of the insert.